Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The same day of index procedure, the subject developed lbbb. No diagnostic was performed and no action was taken for the event. At the time of reporting, the event was considered not resolved.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The same day of index procedure, the subject developed lbbb. No diagnostic was performed and no action was taken for the event. At the time of reporting, the event was considered not resolved. It was further reported that a new pacemaker was implanted to treat the event. Thirty-four (34) days post index procedure, the event was considered resolved. It was further reported that per the source, on the day after the index procedure the subjects portable monitor indicated a 5-6 second pause followed by decreased heart from 100s to 40s. The subject felt light headed and his vital were checked. Repeat ECG revealed pr interval close to 400.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received loading doses of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete and partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. The same day of index procedure, the subject developed lbbb. No diagnostic was performed and no action was taken for the event. At the time of reporting, the event was considered not resolved. It was further reported that a new pacemaker was implanted to treat the event. Thirty-four (34) days post index procedure, the event was considered resolved.